Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.